Manufacturer narrative:
The correct manufacture plant for this device is medical phoenix 2 b/p.

Manufacturer narrative:
Additional device involved in this event: plc201000/14686205. UDI of rlt281412: (B)(4). Patient medications - norco, compazine, singulair, albuterol, allopurinol, baby aspirin, lipitor, brovena, pulmicort, duoneb, elocon, vitamin d3, vitamin b12, multivitamin, prilosec, prednisone, and kenalog. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
The following information was reported to gore through the global registry for endovascular aortic treatment (great 10-11): on (B)(6) 2016, the patient underwent treatment of an abdominal aortic aneurysm using two gore® excluder® aaa endoprostheses. On (B)(6) 2017, follow up imaging identified a type ii endoleak. It was reported the aneurysm measured 52 mm. On (B)(6) 2017, follow up imaging showed aneurysm enlargement to 67 mm. On (B)(6) 2017, an additional procedure was performed whereby coil embolization of the superior mesenteric and inferior mesenteric arteries was performed for treatment of the endoleak. It was reported the endoleak was resolved, and the patient tolerated the procedure.